Event description:
It was reported that during an unknown procedure, the tip could not be put into the shaft as it had been bent before use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 06/10/2009. Information anticipated, but unavailable at this time.